Event description:
Reporter performed a meter-to-homecare provider meter (one-touch), back-to-back comparison blood glucose test, with results of 68 and 118 mg/dl. Reporter was not experiencing any symptoms. Reporter did not have control solution for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8